Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported a pump stop and hemodynamic collapse. The patient was introduced to extra corporeal membrane oxygenation before the impella implant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction was made to fields d4 primary UDI number and h4 device manufacture date to reflect information erroneously omitted. Investigation: the product with event logs were received and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. The clinical details state that the impella cp stopped suddenly and there were no signs of thrombus adhesion. It is unclear whether the pump could be restarted as it was replaced. The data logs show that there was variability in the motor current, pump flow, purge pressure and purge volume throughout support. There were 4 instances of the purge flow increasing to 30ml/h and then decreases back to within range. The last 3 hours of the case leading up to the high motor current pump stop, the motor current began to increase simultaneously with purge flows. The returned product had no biomaterial on it but had a large purge gap. This large purge gap is indicative of the bearing wear. Based on the data logs, clinical details and returned product, the root cause of the pump stop is most likely due to bearing wear at 87 hours ~ 3.6 days which is within design life. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.